Manufacturer narrative:
Other, other text: additional information - this pump is only used for feedings. No adverse effects reported.

Event description:
Additional information received: this pump is only used for feedings. No adverse effects reported.

Manufacturer narrative:
One smiths medical medfusion pump was returned for analysis in a good condition. Event log history was performed and indicated that primary audible alarm background test was recorded in history. During analysis, the reported issue could not be duplicated. Service replaced the speaker as a preventive measure. Service also performed power up process and all functional tests. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths medical medfusion pump exhibited primary audible alarm. No adverse effects were reported.